Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient had been unable to charge the ipg for the past six months. The patient believed the ipg had flipped in the pocket; however x-rays confirmed no anomalies with the orientation of the ipg. As such, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored post-operatively. The ipg was implanted in 2009.